Manufacturer narrative:
The report of driveline infection onset is originally covered under MFR # 2916596-2017-02053. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized due to an infection of the driveline skin penetration site. A device malfunction was noted. Treatment was given with a portable negative pressure closure system. The patient was discharged due to a weekly replacement procedure at the university outpatient clinic and the visiting nursing station. After discharge, in addition to weekly replacement procedures, information including images was shared with the attending physician at the medical care station. The medical sns visited 5-6 times per month for emergency response, such as bleeding and device trouble. Treatment and medical guidance were continued after receiving instructions to change the treatment method, etc. As needed. Heart transplantation was achieved in the 70s.

Manufacturer narrative:
The device malfunction reported in this article is reported under MFR #: 2916596-2024-01287. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported driveline infection and bleeding could not be conclusively established through this evaluation. The research abstract reported the following information: the purpose of this study was to understand the issues that arise in coordination between the core hospitals and the community visiting nursing stations as the number of patients with an implantable ventricular assist device (ivad) increases. The literature concluded that the role of home-visit nursing is so small changes in the home can be shared with the hospital which can lead to early detection of abnormalities and reduce the frequency of readmissions and outpatient visits. Therefore, it is necessary to create an environment in which home nursing stations can discuss knowledge and understanding of vad care with the hospital. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B and the heartmate ii lvas patient handbook, rev. D are currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection) and bleeding as adverse events that may be associated with the use of the hm ii lvas. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the hm ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.